Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2025 with complaints of abdominal pain, nausea, and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was prescribed with intraperitoneal (ip) vancomycin 1750mg every 5 days (duration unknown) and ip ceftazidime 2000mg daily. The pd cultures were positive for staphylococcus aureus. The white blood cell (wbc) count was 2979 with 87% polymorphonuclear cells. The ceftazidime was discontinued on (B)(6) 2025 (per md). The cause of the peritonitis is touch contamination. The patient is continuing ccpd therapy during recovery. No further information was provided.

Manufacturer narrative:
Clinical review: here is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn reported the cause of the peritonitis event was touch contamination by the patient. This is supported by the culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infection. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2025 with complaints of abdominal pain, nausea, and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was prescribed with intraperitoneal (ip) vancomycin 1750mg every 5 days (duration unknown) and ip ceftazidime 2000mg daily. The pd cultures were positive for staphylococcus aureus. The white blood cell (wbc) count was 2979 with 87% polymorphonuclear cells. The ceftazidime was discontinued on (B)(6) 2025 (per md). The cause of the peritonitis is touch contamination. The patient is continuing ccpd therapy during recovery. No further information was provided.